Manufacturer narrative:
The implantable neurostimulator has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The patient was found expired in her home. The cause of death and its relationship to the deep brain stimulator was not reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.